Event description:
It was reported during a rotator cuff repair, the surgeon was utilizing twinfix ultra 5.5 mm plla/ha anchors. The site was prepped with a 5.5 awl dilator. Upon inserting the anchor (lot 50337107), the anchor broke after the second turn, leaving the distal tip embedded in the patient's bone, however, the tip was retrieved. The surgeon then pre-tapped another bone hole and attempted to insert a second anchor (lot 50349836). Upon inserting this anchor also broke, the anchor was easily removed with graspers. The surgeon then reverted to a peek anchor which was inserted without complication.

Manufacturer narrative:
(B)(4).